Manufacturer narrative:
Internal complaint reference (B)(4). Article: li qin, ding tiandi, & huang jianquan. (2019). Observation of the clinical efficacy of plasma tonsillectomy. Favorites, 2.

Event description:
It was reported that on literature review "clinical observation of plasma tonsillectomy", after a tonsillectomy using a evac 70 wand and a coblator ii surgery system, one patient had a severe bleeding about 200 ml, second surgery was performed to stopped the bleeding by suturing. There was no re-bleedings. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/instructions for use, risk management and CAPA, nc, pra/hhe review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The article provided was not presented in a readable format. Per case details no further information is available. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.